Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient saw a power on reset (por) code on her patient programmer when she was turning her ins on. Therapy was stopped due to the por. The patient replaced the batteries in her patient programmer. The patient was walked through clearing the informational por on the patient programmer. It was confirmed the por was cleared and the ins was back on. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not have an hcp currently. The patient said they presumed it was a neurosurgeon that would replace the battery. No further complications were reported.